Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent in a patient coincident with dianeal unknown and extraneal viaflex therapies (lot numbers unknown). On (B)(6) 2010, the patient began treatment with dianeal unknown (dose and frequency not reported, lot number unknown) and extraneal viaflex product (dose and frequency not reported, lot number unknown) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced cloudy effluent with no other symptoms. The patient was not hospitalized. On (B)(6) 2010, the patient began remedial treatment with vancomycin and cephtazydime ip (dose and frequency not reported) for 15 days. On (B)(6) 2010, the cloudy effluent resolved. Dianeal and extraneal were ongoing. The reporter considered the cloudy effluent as mild in severity and unrelated to dianeal and extraneal therapies. It was reported the physician notified because of the quality alert, but did not think there was any potential relationship.